Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part/lot number of the device involved in the event is unknown. X-ray review by nursing team states that the fracture is proximal to the femoral knee component and around the unidentified femoral nail. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -   2020 -   01278. 0001822565 -   2020 -   01280.

Event description:
It was reported by the 411 group that the sales rep was inquiring about implant identification. Sales rep confirmed there is no additional information and no revision is scheduled to take place; however, the rep does not have any additional information on the fracture that is identified in the provided x-rays. It is unknown whether the patient experienced instability, how the fracture happened or when the fracture took place.